Manufacturer narrative:
Concomitant product(s): 6947 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a six month follow up, the right atrial lead had high threshold. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.